Event description:
Pt states she is being treated for corneal ulcer od. The medical record from the ecp f/u states that she has keratitis and an immune complex response in each cornea that is responding to steroids.

Manufacturer narrative:
Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. To date there is no confirmation of treatment or outcome of treatment. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the add'l info.